Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from infection.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Litigation alleges that the patient suffers from infection. Update 04/29/2013 - pfs and medical records received. An invoice search identified the part/lot. There is no new additional information that would affect the existing MDR decision. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2149748, 1005247, 1156192, x5ehg1. A search of the complaint database search finds additional reported incidents against lot codes ye6ax4 and at1ba1 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Medical records were received and reviewed. From a medical perspective, based on the information available. The complaint is not product related. The surgeon who performed the last two surgeries concurs that an iud placement precipitated the infection. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.